Manufacturer narrative:
(B)(4). The device sample was not returned at the time of this report.

Event description:
The customer alleges that there was a leak between the catheter and snaplock. The catheter was replaced and a new catheter was inserted. No patient injury or complication.